Event description:
Reporter alleged passing out and going to urgent care facility based on the blood glucose monitoring device results. Reporter stated throughout the day obtaining erratic results (43 & 45 mg/dl) and self-treated with a dietary adjustment whereby an hour later, device measured 196 mg/dl. Reporter stated later that night, device result was 65 mg/dl and a half to two hours later, she passed out. Reporter indicated waiting 6 hours and then went to the hospital and glucose was tested, however no value was provided and no treatment was received at the time. Reporter stated not using controls. A request was made for the return of the suspect device and replacement product was sent.